Event description:
Consumer complaint of low blood results. Expected fasting blood glucose results range from 90 to 110 mg/dl. Back to back blood test performed (01/04/2015; 5:22pm) with results of 155mg/dl and 149 mg/dl (not verified if before or after meal). Verified storage of tests strips is within specification and they are kept in the living room. Recall fasting test results from meter memory: (B)(6) 2014, 10:27am - 109mg/dl; (B)(6) 2014; 10:25am - 112mg/dl; (B)(6) 2014, 7:09am - 129mg/dl; (B)(6) 2014, 10:17am - 226mg/dl; (B)(6) 2014, 10:16am - 43mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference, user reused test strip or user's test strip had poor fill. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/04/2015).